Manufacturer narrative:
Complaint is not confirmed. Upon functional testing, the console was plugged in and turned on, and no problem was found during test with ar-9800-f. Visual evaluation, no problem found with the device. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. The original warranty seal was present and completed. The manufacturing date of the device is 2018-04. Refer to investigation photos. Complaint is not confirmed.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-9800 console is not responding. This was discovered during a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.